Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error at start up. It was reported that the home was invalidated and the system was restarted without resolution. Preliminary log analysis found that the rotor controller was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.